Event description:
It was reported high impedances occurred after a lead was replaced due to several migrations. Intraoperative impedance testing with the test stimulator was ok. After connection of the new lead with the ipg and the old extension, high impedances were measured (contact 0 and 3 >4000 ohms). The lead was tested with an external neurostimulator and impedances were ok for the lead. After replacement of the extension all impedances measured with the ipg were ok. The hcp felt there was an insufficient connection between the lead and the extension. There was no reported injury to the pt.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.